Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power cable. The power cable was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power supply cord and power cord were received for evaluation. Visual evaluation revealed no exposed wires on the power cord. After powering on the patient electronic system and maneuvering the power cables, it was observed that the power cord caused the unit to power off due to an intermitted power loss/shorting. A golden power cord was then used to power on and complete all further testing without any further discrepancies. It was reported that the power cord had exposed wires - unconfirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.